Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was detected. Pericardiocentesis was performed and yielded 1000 ml of fluid. Patient was stabilized and transferred to the coronary care unit (ccu) for observation. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to a high temperature. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical agilis sheath. Generator was set on power control mode with temperature of 40°c and impedance of 200 ohms. When the temperature exceeded the user-selected cut off, the generator stopped delivering radiofrequency energy, as intended. There is no information regarding power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. Temperature limiter error populated. When the temperature exceeded the user-selected cut off, the generator stopped delivering radiofrequency energy, as intended. This temperature issue is not MDR reportable since the generator stopped delivering rf, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.